Manufacturer narrative:
(B)(4). Concomitant medical products: bmet arcom ap pat w/wire 28mm catalog # 11-150825 lot # 168790. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted. Product location is unknown.

Event description:
It was reported that patient underwent a right total knee arthroplasty. Subsequently, the patient was revised due to dislocation of bearing.

Manufacturer narrative:
Reported event was confirmed by review of x-rays. DHR was reviewed and no discrepancies relevant to the reported event were found. X-ray review indicates that the lateral femoral condylar component contacts the posterior lateral tibial tray implying disrupted/displaced posterolateral polyethylene liner. On ap views, relatively wide radiolucency (greater than 2 mm) is present at tibial tray cement bone interfaces. Bone quality and patient anatomy appears normal. Femoral, tibial and patellar components and alignment is standard. The root cause of the reported issue is attributed to patient fall. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient experienced a fall resulting in a right total knee revision arthroplasty due to dislocation of the tibial bearing fourteen years post-implantation. The bearing was removed and replaced. No additional information is available.